Event description:
The customer reported damage on the probe unit causes image blackout, involving an olympus bronchofibervideoscope. There was no patient injury involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.